Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, while obtaining vascular access in the femoral artery to start the procedure, the vessel appeared to tear and bleed. The patient's blood pressure remained stable, and a 18fr non-medtronic sheath appeared to control the bleed. The vascular surgeon was on standby for the remainder of the procedure as it was determined that the closure device may not be successful at the end. The sheath was exchanged for the inline sheath without issue and manual pressure controlled the hemostasis. The valve was deployed successfully. The inline sheath was removed and the access site was attempted to be closed using the suture-mediated closure devices; however, they were not successful. A 22fr sheath was introduced to maintain hemostasis, and the vascular surgeon closed the femoral artery successfully. The patient was transferred to the intensive care unit for post-procedure monitoring. Per the vascular surgeon, the suture had caught the inguinal ligament ti ssue and affected the ability to achieve hemostasis. It was noted that the medtronic delivery catheter system was not likely a contributing factor, rather the high puncture site and suture-mediated closure device placement was likely the cause. Additional information was received clarifying that the vascular surgeon closed the femoral artery surgically without the use of angiography. It was also reported that the patient has since been discharged home and is fit and well.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, while obtaining vascular access in the femoral artery to start the procedure, the vessel appeared to tear and bleed. The patient's blood pressure remained stable, and a 18fr non-medtronic sheath appeared to control the bleed. The vascular surgeon was on standby for the remainder of the procedure as it was determined that the closure device may not be successful at the end. The sheath was exchanged for the inline sheath without issue and manual pressure controlled the hemostasis. The valve was deployed successfully. The inline sheath was removed and the access site was attempted to be closed using the suture-mediated closure devices; however, they were not successful. A 22fr sheath was introduced to maintain hemostasis, and the vascular surgeon closed the femoral artery successfully. The patient was transferred to the intensive care unit for post-procedure monitoring. Per the vascular surgeon, the suture had caught the inguinal ligament tissue and affected the ability to achieve hemostasis. It was noted that the medtronic delivery catheter system was not likely a contributing factor, rather the high puncture site and suture-mediated closure device placement was likely the cause.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Product ID l-evolutfx-34 (lot: 0012580940); product type: 0195-heart valves: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.